Manufacturer narrative:
Although requested, the device has not been returned and the cause of the complaint is not known.

Event description:
A distributor reported that on (B)(6) 2025, the customer detected a burning smell while charging the device. The distributor further reported that the device and battery were returned on 02-sep-2025 and were determined to be unusable. No patient involvement was reported. No injuries were reported.